Event description:
Patient reported an issue with one of her cassettes last week. Patients infusion was running then a couple hours later it began to alarm - alarm not specified. She tried running the cassette on her alternate pump and it had same issue. Patient mixed new cassette and was able to resume infusion. Lot information not available. Cassette is not available for return. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.